Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified that the lot numbers etched on the bearings does not match with the lot numbers on the labels and packaging. Review of device history records determined that the two identified lots went through multiple operations on the same date with the same operators. The root cause of the reported issue is attributed to packaging and labeling deficiency as the product was co-mingled during the sterile packaging operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sized noted on the label is not the same size as the implant. No adverse events have been reported as a result of the malfunction.